Manufacturer narrative:
Patient involvement was reported, the patient experienced a cardiac arrest and passed away. The device, including the associated bedside device(s), were tested and determined to be functioning as designed. It was also indicated during testing that the pic ix speaker was pushed to the back of the shelf. The provided logs were reviewed by a philips product support engineer and clinical specialist. It was determined that the device did alarm for asystole during the indicated timeframes. The device was tested and determined to be functioning as designed. Review of the logs also indicated the device was alarming as expected. It was confirmed that the device was tested and is still in clinical use. Reporting institution phone#: (B)(6).

Event description:
It was reported the central station did not generate an alarm when the patient went into cardiac arrest and passed away. The customer requested assistance in determining whether alarms were triggered at the time of the event. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.